Manufacturer narrative:
Device evaluation: the gantry motion control box was returned to the manufacturer and evaluation was completed. The issue was confirmed. Testing was performed and during an attempted motion calibration the tilt function did not work. As a result, motion calibration did not progress to complete.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Visual inspection found that the rotor was not homing during calibration. The representative then replaced the gantry motion controller and the optical switch. The stand-alone mode issue was found to be related to the interface (umbilical) cable. The representative then replaced the interface (umbilical) cable. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable, optical switch and gantry motion controller have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the pendant on the imaging system displayed "stand-alone mode" and prompted the user to calibrate motion. The representative attempted to perform the calibration, but the imaging system would not complete the command. Restarting the system and reconnecting the interface (umbilical) cable did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found an open between multiple pins as well as two shorted pins on the cable. Confirming an electrical based failure mode. The suspect optical switch was returned to the manufacturer for evaluation. Testing found that an intermittent open was occurring when wiring was flexed. Indicating an electrical failure mode.